Event description:
The customer reported a broken handle. No patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn 12550433 which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. A review of the device history record showed the device had a manufacture date of 17may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. A review of the device history record showed the device had a manufacture date of 17 may 2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4)was performed in (B)(4) which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported a broken handle. No patient involvement.